Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had an open circuit and elevated impedances since (B)(6) 2016; electrode impedances were in the 3000 range. They were still getting a good therapy response. Impedances measured at 3v the day of the call were: c<(>&<)>0 2947 ohms c<(>&<)>1 9135 c<(>&<)>2 788 c<(>&<)>3 4383 0<(>&<)>1 11672 0<(>&<)>2 3404 0<(>&<)>3 10005 1<(>&<)>2 1092 1<(>&<)>3 5467 2<(>&<)>3 4765 ohms programmed parameters: 2- c, 2.5 v, 210 pw, 130 hz, 800 ohms, eri 2.82 years, eos 3.07 years. No surgical intervention was planned. It was noted the impedance was getting worse, the hcp was going to monitor the patient more closely and determine replacement schedule when they lose symptom control. Ins battery was currently at 2.92 v. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the high impedance was a malfunction of the lead extender cable. It was replaced.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating that the replacement of the extension resolved the high impedance issue. No further patient complications were reported/ anticipated as a result of this event.